Manufacturer narrative:
On (B)(6) 2015, an fse was dispatched to the customer site to address the reported event. The fse replaced the main incubator heater plate and the main incubator plate. The aia-2000 is functioning as intended with all issues cleared. No further action required by the fse. The most probable cause of the reported event was due to the incubator. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported the incubator plate and incubator herter plate are very worn on the aia-2000 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.